Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (3.0 tesla). Surgery to reposition the magnet was completed (date not reported). The implanted device remains.